Event description:
On assessment, patient had no urine output from catheter. Attempted to irrigate catheter, but it would not flush. Catheter was removed. New catheter was inserted with an immediate return of 250 ml clear yellow urine.